Event description:
It has been reported that one bd vacutainer® lh 102 i.u. Plus blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: the tube didn't draw sufficient volume of blood.

Manufacturer narrative:
Investigation summary: bd received a used sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to low draw volume was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® lh 102 i.u. Plus blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: the tube didn't draw sufficient volume of blood.